Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
The patient was hospitalized. It was reported that versacross connect laac access solution selected for use. The transeptal puncture (tsp) was performed using the versacross connect system, and the watchman double curve sheath. Energization was applied because it appeared that tenting has occurred at the tip of the wire during transesophageal echocardiography (tee) observation of the fossa ovalis. When the wire was advanced, it was observed via tee that the wire had migrated into an unintended location. After the wire was pulled up to the right atrium, it was observed for a while to check for any accumulation of pericardial fluid, but there was no change, and since the vitals were stable, the procedure was continued. A new septal puncture was performed, the watchman device was placed, and the sheath was removed. There was no accumulation of pericardial fluid or changes in vital signs after the sheath was removed, so the patient was returned to the room for recovery. There was no accumulation of pericardial fluid or changes in vital signs after the sheath was removed, so the patient was returned to the room. It was reported that the patient was admitted to the ICU after the procedure, but there was not any other information was received since then. It was also confirmed that no issues have occurred with the watchman device itself. The procedure was completed using the device as is. No damage to the wire was noted. Product has been discarded by the facility.

Event description:
The patient was hospitalized. It was reported that versacross connect laac access solution selected for use. The transeptal puncture (tsp) was performed using the versacross connect system, and the watchman double curve sheath. Energization was applied because it appeared that tenting has occurred at the tip of the wire during transesophageal echocardiography (tee) observation of the fossa ovalis. When the wire was advanced, it was observed via tee that the wire had migrated into an unintended location. After the wire was pulled up to the right atrium, it was observed for a while to check for any accumulation of pericardial fluid, but there was no change, and since the vitals were stable, the procedure was continued. A new septal puncture was performed, the watchman device was placed, and the sheath was removed. There was no accumulation of pericardial fluid or changes in vital signs after the sheath was removed, so the patient was returned to the room for recovery. There was no accumulation of pericardial fluid or changes in vital signs after the sheath was removed, so the patient was returned to the room. It was reported that the patient was admitted to the ICU after the procedure, but there was not any other information was received since then. It was also confirmed that no issues have occurred with the watchman device itself. The procedure was completed using the device as is. No damage to the wire was noted. Product has been discarded by the facility.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Device analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, and since the device did not return for analysis, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event of wrong rf tip positioning. Therefore, the conclusion code of unable to exclude device problem was selected. The IFU of the versacross connect laac access solution captures relevant information related to careful manipulation and tip positioning of the device.